Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported a similar event occurred on (B)(6) 2018 with the same application as was previously reported in MFR. Report # 1820334-2018-01192. According to the event description provided in previously, the user used the parallel option of the flexor parallel ureteral access sheath and dilators. While using a non-cook coloplast wire, the wire changed its form and separated due to the sharp hole for the parallel function of the flexor. The physician retrieved the three sections of wire from the patient. The patient was not hurt. Event details have been requested for event reported to occur on (B)(6) 2018. Additional information regarding the patient, device and event have been requested; however, at the time of this report no additional information has been received.

Event description:
It was reported a similar event occurred on (B)(6) 2018 with the same application as was previously reported in MFR. Report # 1820334-2018-01192. According to the event description provided in previous report the user used the parallel option of the flexor parallel ureteral access sheath and dilators. While using a non-cook coloplast wire, the wire changed its form and separated due to the sharp hole for the parallel function of the flexor. The physician retrieved the three sections of wire from the patient. The patient was not hurt. Event details have been requested for event reported to occur on (B)(6) 2018. Additional information regarding the patient, device and event have been requested; however, at the time of this report no additional information has been received. This event occurred during a flexible ureteroscopy (urs) of the ureter and kidney. It has been reported they have to do another flexible urs to get the stones out of the kidney.

Manufacturer narrative:
H6: method codes - 4114, device not returned. The complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. The lot number for the complaint device was not provided. Because it was indicated the device might be from the same lot number (although not 100% sure) as the device used in related complaint reported in manufacturer report # 1820334-2018-01192 (B)(4), a review of the same lot number 8516256 has been included in this investigation. Review of the device history records for lot number 8516256 found no non-conformances related to this complaint issue. A review of complaint history for lot number 8516256 revealed there has been one additional complaint. The other complaint was received from the same facility and is for the same issue (B)(4). The instructions for use (IFU) that accompanies this device provides the following precautions and instructions: precautions: never use undue force for placement of this device. Never use undue force while releasing the wire in the rapid release technique. To reduce likelihood of trauma, use the rapid release technique once per device. During placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is recommended for best performance. Traditional placement: place a 0.038inch (0.97mm) diameter wire guide the desired length into the ureter to establish a working track. Rapid release techniques: place a .038 (0.97mm) diameter wire guide the desired length into the ureter to establish a working tract. A stiff wire guide recommended for best results. A review of the manufacturing lot records found no non-conformances that could have potentially contributed to this complaint and no anomalies were found in the manufacturing or inspection processes. Based on the returned devices and investigation findings from the related complaint ((B)(4)), it is possible that the use of a wire guide that was a smaller than specified to be used with the flexor parallel ureteral access sheath and dilator contributed to the event occurring. The possible cause of the reported event is product use or handling related ¿ did not follow instructions. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Coloplast wire, required additional procedure. Correction: coloplast wire, required additional procedure.

Event description:
This event occurred during a flexible ureteroscopy (urs) of the ureter and kidney. It has been reported, they have to do another flexible urs to get the stones out of the kidney.